Manufacturer narrative:
The steerable guide catheter was discarded. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report during the procedure, the patient developed an effusion requiring medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During the procedure, when the steerable guide catheter (sgc) crossed the septum, a pericardial effusion was noted. The patients blood pressure dropped. Pericardiocentesis was performed and the clip was able to be successfully deployed with good results. One clip was implanted reducing mr to 1- the patient was sent to the intensive care unit with a pericardial drain in place. The patient was stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of hypotension and pericardial effusion are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.